Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the export/logs were returned for clinical analysis. The analysis determined that the root cause of the reported deviation in l5 left was an unstable anatomy. A minor rotation of the vertebra likely occurred while the tool was docking on the bone surface, resulting in a diversion of the path in a lateral-inferior direction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that there was a misplaced screw at left l5. Left l5 was found to be lateral after seven day check up. There was not a post operative scan right after the case. The site used a scanner to do confirmation fluoro shots during the case. The site was neuro-monitoring during the case as well. No medtronic imaging system was used during the scan. The site planned before the case and used all medtronic screws for the case. The tips of the screws were deviated more than 10mm and were out of the bone. The manufacturer representative believed l5 left had to be readjusted and resent due to soft tissue pressure. There was no impact to the patient outcome and no patient symptoms reported.